Event description:
The patient was undergoing a thrombectomy procedure for acute limb ischemia using a penumbra system aspiration pump max 110. During the procedure, the pump max began aspirating foam into the canister and the pump max stopped aspirating properly. The physician was satisfied with the thrombectomy and the procedure was complete. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: there was no damage to the exterior of the pump. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a medical procedure using the penumbra system aspiration pump max 110. The pump was noted to have an excessive amount of foam from the canister and the pump was not working. At this point, the physician turned off the pump and completed the case. There was no report of any adverse event on the patient. Evaluation of the returned device could not confirm the complaint. The pump was powered on and run for 30 minutes and no issues were found. The cause of this complaint cannot be determined. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.